Manufacturer narrative:
Additional information: patient date of birth and patient ID included.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was 3 millimeters off anterior/posterior. The surgeon felt this was acceptable and moved forward with navigation. There were no reported delays and no known impact on the patient outcome.

Manufacturer narrative:
Medtronic received information that the patient exam covers full head. The patient had some loose skin and was scrunching their face in the exam. This causes the anatomy to move to a different location from where it is when the patient is in a clinical setting. This can impact registration accuracy.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that the surgeon had imprecision of 3mm anterior and posterior. They felt this was acceptable and move forward with the navigation. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.